Event description:
It was reported, "they were carrying out a PICC installation procedure, when opening the product they noticed the existence of a hair in the sterile material." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material within the kit is inconclusive due to poor sample condition. Two photo samples of an open 5 fr dl powerpicc catheter kit were provided for evaluation. The first image shows the outer kit packaging which indicates lot: regt4160. The second image shows the inner tray. A dark fiber which appears to resemble a hair is visible in the top left corner of the inner tray. The condition of the kit and components present within the kit tray prior to handling and opening is unknown; therefore, the complaint could not be confirmed and remains inconclusive at this time.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "they were carrying out a PICC installation procedure, when opening the product they noticed the existence of a hair in the sterile material." No other information was provided.